Event description:
Medwatch report: mw585017 was received 4/10/2026. Patient reported developing severe neuralgia pain and numbness in left shoulder, left arm to hand, with increased weakness, and increased numbness in right hand and pain in neck. Patient reported it took almost a week for most symptoms to resolve and still was symptomatic for an additional week or two. After a follow up call to the patient was made on (B)(6) 2026 patient reported feeling normal but has discontinued use of the device.

Manufacturer narrative:
The device was returned for investigation but the analysis is incomplete. A follow up report will be submitted upon completion of the investigation.